Event description:
It was reported by the clinician that after inserting the introducer needle into the vein, he tried to aspirate blood. It would not enter the arrow raulerson syringe (ars), but instead stayed trapped in the hub of the needle. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: two used introducer needles were returned for evaluation. The returned introducer needles were visually examined at 0 - 10x magnification. A crack was observed in both needle hubs running across the diameter and through the gate. There was also a nick mark on one of the spines adjacent to the gate. A device history record review was not performed. The report of difficulty aspirating into the introducer needle/ars assembly was confirmed through visual inspection of the returned sample since both needle hubs were cracked. During aspiration, the cracks allowed air to enter the needle hub and be drawn into the syringe instead of blood. The potential cause of this issue is manufacturing-related. A non-conformance has been initiated to address this issue.